Event description:
Device was inserted into the descending thoracic aorta via right femoral artery. When advancing the inner core in step one of the procedures. It was advance about 15mm and then stopped advancing. Based on my observation, the physician initially tried to quick advance the device w/ the black button and handle. It did not move so he went back to rotating the handle to utilize the mechanical advantage. The handle moved forward in this technique, but the graft did not. Unsure as to why that didn't engage. Only observations where the button would click into engaged position but had no impact. When pulled back, it appeared to disconnect. It was decided to remove the device. It came out without issue. The following stent went without issue. Product being return for inspection. Only thought in the room was the starting with using the mechanical advantage may need to be mandatory as to not put undue pressure on the deployment system while getting the stent graft into position and out of the main, rigid sheath. Patient outcome - "no impact on patient."

Event description:
Device was inserted into the descending thoracic aorta via right femoral artery. When advancing the inner core in step one of the procedures. It was advance about 15mm and then stopped advancing. Based on my observation, the physician initially tried to quick advance the device w/ the black button and handle. It did not move so he went back to rotating the handle to utilize the mechanical advantage. The handle moved forward in this technique, but the graft did not. Unsure as to why that didn't engage. Only observations where the button would click into engaged position but had no impact. When pulled back, it appeared to disconnect. It was decided to remove the device. It came out without issue. The following stent went without issue. Product being return for inspection. Only thought in the room was the starting with using the mechanical advantage may need to be mandatory as to not put undue pressure on the deployment system while getting the stent graft into position and out of the main, rigid sheath. Patient outcome - "no impact on patient.".